Event description:
Consumer questioning accuracy of the meter. Analysis run on clarke error using reported competitive readings (103) as ref. Point vs. Bd reading (390) yielded data points in "c" zone of the grrd, outside acceptable range.